Event description:
It was reported that during follow-up, the pulse generator of an asymptomatic patient was found to be operating in backup mode. The device could not be restored. It was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.